Event description:
Additional information was received that the deployment starting point was in the middle of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeters¿ (mm), and the implant depth on the left coronary cusp (lcc) was approximately 6 mm. The post-implant balloon aortic valvuloplasty was performed due to under expansion of the first valve following implant. It was noted that the previously implanted non-medtronic surgical valve did not have radiopaque markers, which made the procedure more difficult and contributed to the valve dislodgement. After valve dislodgement, the valve was 6 mm above the annulus. Subsequently, an explant procedure for the first and second valve was planned.

Manufacturer narrative:
Updated data: b5. Corrected data: b1, b2, h1, h6, h11. The system reported device was omitted from the initial report. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: medtronic brand name: vlv evproplus-23; product ID: evproplus-23; serial/lot: (B)(6) ; UDI: (B)(4); manufactured date: 2025-08-06; use by date: 2027-08-06; implant date: (B)(6) 2026; FDA site ID: 9617601. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve into an indwelling surgical aortic valve, it was observed that the valve dislodged multiple times while still attached to the delivery catheter system (dcs), including dislodgement in both ventricular and aortic directions. Three recaptures were required, until successful implantation was achieved on the 4th deployment attempt. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed with a 20 x 40 millimeter (mm) balloon, causing dislodgement of the valve towards the aorta. Subsequently, a balloon catheter was used to anchor the valve to the aortic arch. Upon the attempted deployment of a second valve, it was noted that the valve dislodged twice while still attached to the dcs, requiring two recaptures. On the final deployment attempt, the valve lost reference to the non-coronary cusp (ncc). As the valve was already past the ideal recapture point, a repositioning attempt was made. During this attempt, the valve became bent, making recapture impossible. Subsequently, the valve was fully deployed into the first valve in the aortic arch. The patient left the procedure without a functioning valve, and the patient is being evaluated for possible explant of the two placed valves.

Manufacturer narrative:
Continuation of d10: product ID {evproplus-23}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date: (B)(6) 2026, explant date: {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: a pre-implant patient executive summary was not available for review; therefore, a comprehensive pre-procedural anatomical assessment could not be performed. A complete set of fluoroscopic intraprocedural cine images was available for evaluation of the reported event. Documentation indicates the presence of an indwelling surgical aortic valve; however, the surgical aortic valve did not contain radiopaque components and therefore could not be visualized under fluoroscopy. A preliminary angiogram demonstrated at least mild aortic regurgitation. Fluoroscopic valve load inspection was performed and confirmed an acceptable load. A pre-implant balloon aortic valvuloplasty was performed twice due to balloon migration toward the ascending aorta during mid-inflation. Fluoroscopic evidence suggests at least four deployment attempts, during which the valve migrated either toward the ventricle or toward the aorta. On the fifth deployment attempt, valve depth was estimated to be approximately 3 mm relative to the non-coronary cusp, as assessed in the cusp overlap view. A left anterior oblique (lao) view was not obtained; therefore, valve depth relative to the left coronary cusp could not be confirmed. The valve appeared stable immediately following final release. Evidence indicates that post-impl ant balloon dilatation was performed twice. During the second inflation, the valve dislodged in the aortic direction. The dislodged valve was subsequently snared, and an attempt was made to reposition it across the aortic arch; however, the valve ultimately remained in the ascending aorta. A second valve was prepared, and fluoroscopic inspection confirmed an acceptable load. Documentation indicates that two recapture attempts were performed during implantation of the second valve. During the final deployment attempt, the valve inflow was observed to migrate to a shallower position as the capsule was retracted. At this stage of deployment, and based on the available imaging, the point of no recapture appears to have been surpassed, indicating that recapture was no longer recommended. As stated in section 4.2, precautions during use, of the instructions for use (IFU): once the radiopaque capsule marker band reaches the distal end of the radiopaque paddle attachment (point of no recapture), retrieval of the bioprosthesis from the patient (for example, use of the catheter) is not recommended. Retrieval after the point of no recapture may cause mechanical failure of the delivery catheter system, aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Despite this, a recapture was attempted, resulting in incomplete recapture of the bioprosthesis and compression of the capsule. An attempt to withdraw the delivery system was unsuccessful due to interaction between the partially recaptured valve and the previously dislodged valve. Subsequently, the partially recaptured valve was released within the dislodged valve. The procedure was then aborted with a plan to evaluate the patient for po tential explant of both valves. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that, "ideal recapture point" meant at the point of no recapture. The bend in the second valves frame occurred during recapture, and the cause of the bent frame was due to the recapture after the point of no recapture. The bend in the frame occurred in the outflow of the valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the second valve was considered not functional because at the moment of final release after 80%, the valve had dislodged above the ring of the previous non-medtronic surgical valve.